Event description:
Almost choked me to death. Choked throat [choking sensation]. Head came off my toothbrush-oral b [device breakage]. Case narrative: consumer stated that while brushing the head came off toothbrush and almost choked consumer to death. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Almost choked me to death...choked throat [choking sensation] , head came off my toothbrush-oral b [device breakage] , product counterfeit-oral-b refills [product counterfeit] . Case narrative: consumer stated that while brushing the head came off toothbrush and almost choked consumer to death. No serious injury was reported. 22-oct-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.¿

Manufacturer narrative:
23-oct-2025 product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.